Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s device was non-functioning. The implantable neurostimulator (ins), plug and cap, and extension were explanted. There were no patient symptoms or complications reported associated with this event. Additional information has been requested but was not available as of the date of this report. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3550-09, lot # n0044624, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type accessory; product ID 7439, serial #(B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3487a-33, lot # j0555311v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis results showed all the conductor wires were stretched and broken on the lead due to overstress/damage. It was noted the battery status was ok with voltage at 2.69 and was 35 - 50 % used.